Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported explantation of an intraocular lens (iol). The patient did not adapt well to the iol. The patient reported blurred vision and the clinical reason for the explantation was macular pucker. Additional information has been requested however, further information has not been provided.